Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Healthcare professional reported a rupture found during explant surgery.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV" and rupture found during surgery. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and underweight. A microscopic analysis was performed which identify more than three opening striated in the anterior side. Based on the device analysis the final assessment is: more than three striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV" and rupture found during surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV.¿

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV." Device remains implanted.